Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's keypad had a duplicate output. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad malfunction, which was confirmed and reproduced during evaluation. It was observed that when any key is selected, an automatic output of the #2 key will occur. The cause was a failed keypad, which was replaced.